Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that leakage was observed during priming. Reportedly, there was a crack on the disposable pressure transducer.